Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as the lead got stuck on the heart strings upon crossing the tricuspid valve. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields f10 and h6 device codes. This supplemental report has been created to capture additional information and information correction. Revision to field e1 initial reporter first name. This supplemental report has been created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as the lead got stuck on the heart strings upon crossing the tricuspid valve. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields f10 and h6 device codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as the lead got stuck on the heart strings upon crossing the tricuspid valve. A new lead with the same model was implanted. No additional adverse patient effects were reported.